Manufacturer narrative:
Samples were collected in 4ml bd lihep plasma tubes without gel separator and centrifuged for five minutes at 3500 rpm. Qc run on the day of the event was within range. System check performed a day after the event failed. Bci customer technical service (cts) advised customer to complete weekly maintenance, change aspirate probes and rerun system check. System check was rerun and passed. A field service engineer (fse) was on-site in 2009. Fse replaced existing aspirate probes with new probes. Fse found that substrate probe tubing was retracted into housing and was replaced. System check and qc were both good. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel® dxc 600i synchron® access® clinical system for one patient. Customer tested two samples from one patient for accutni and obtained results of 0.80 and 0.67ng/ml. Samples were automatically reflexed and gave results of 0.06 and 0.02ng/ml respectively. The erroneous results were not reported outside of the laboratory. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.